Manufacturer narrative:
No faults were found or problems alleged with the lifter involved. The sling was returned to the manufacturer for investigation and conclusion. It was confirmed a clip was broken. All other clips on the lift were in correct functioning state. The broken clip showed a fracture that was in line with extreme stress put on the clip that does not manifest itself during intended use. From clip stress calculations and pull-to-break tension tests, it has been established that when a clip is stressed with over 240kg of pull force (which is higher than the sling's swl with some margin), the break that occurs is typically a detachment of the bar that holds the strap of the clip. The break found here can only be replicated when performing extreme deformation. The (hairline) fractures formed during the deformation can either immediately cause breakage, or can cause breakage later on, during the intended use of the sling. However, deformation of a clip remains visible either by an abnormal shape of the clip, and/or by white lines formed at the place of the break. The guidelines for use of the sling clearly state that clips should be checked for damage before each use and taken out of use if damage is found. Also, these guidelines as well as the sling washing label clearly state that no press - which is a possible source of the mechanical stress that bends and breaks a clip - shall be used during the washing process. The root cause of the event is user error: clips were damaged, possibly by not following the washing instructions, prior to use, but the damage was not detected during the pre-use check that is required in the guidelines. It is advised users of the sling are retrained against the guidelines for use of the sling.

Event description:
The facility reports an incident took place where a clip broke but a pt did not drop.